Event description:
It was reported that catheter serial # (B)(4), was prophylactically replaced. The catheter was cut and the distal portion was removed during a back surgery. A new catheter was placed. The patient experienced withdrawal symptoms. It was later reported that patient experienced return of pain, nausea, vomiting and anxiety. The reason for the back surgery was unknown to the reporter. At the time of this report, the patient was thought to be doing fine and receiving effective therapy. The device system was used to deliver morphine at 30mg/ml.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).